Event description:
It was reported that the catheter "slides out during dialysis-without cuff (cuff still in the pt)" the "cuff had grown into the skin. Had to remove it after removal of the catheter."